Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak running out of the bottom of the cassette door while troubleshooting due to a system error during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment and the treatment was cancelled. It was noted that fluid leaked from a tear in the cassette tubing where the lines meet the plastic disc that goes into the cycler. Fluid was discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient elected not to reset up treatment and will revert to manual treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak running out of the bottom of the cassette door while troubleshooting due to a system error during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment and the treatment was cancelled. It was noted that fluid leaked from a tear in the cassette tubing where the lines meet the plastic disc that goes into the cycler. Fluid was discovered on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient elected not to reset up treatment and will revert to manual treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.